Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to announce breakfast, experienced elevated blood glucose, and was advised that the ilet correction algorithm would address the hyperglycemia, with education provided to monitor for a potential subsequent low; later the user reported blood glucose returned to range. Symptoms included transient hyperglycemia without injury. Outcomes included no hospitalization, no emergency treatment, and resolution to target range. Investigation included review of use history and case discussion with user, focused on missed meal announcement and system response. Investigation of this case revealed device performance consistent with design and algorithmic correction after a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.